Event description:
During an radio frequency ablation procedure, the generator was flashing a message stating: ¿controller not responding or incompatible¿ and the case was cancelled. The procedure was rescheduled.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During the procedure, the generator was flashing a message stating: ¿controller not responding or incompatible¿ and the case was cancelled.